Manufacturer narrative:
This report is submitted on january 8, 2021.

Event description:
Per the clinic, the patient experienced tinnitus and shocking sensations with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.